Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Per the instructions for use (IFU): this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a male patient was unable to wean from ventilator after implant due to "neurological impairment." The patient was transferred to a neurological rehabilitation center for vent weaning and he died on (B)(6) 2015. Patient died on vent therapy. The medical team does not believe that the patient death was device related. The clinical specialist noted that there was also a double disconnect from the controller. Clinical investigation is ongoing.

Manufacturer narrative:
There were no device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the patient's outcome related to the event is prior neurologic event. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was received from the clinical specialist (cs) that there was no complaint associated with the controller and no double disconnect alarm. Investigation is ongoing. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.